Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, the time and date were incorrect after the pump reset. The customer was not using the pump for insulin thearpy at the time of event. Reportedly, the customer loaded a new cartridge successfully, and corrected the time and date settings on the pump.